Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd autoshield¿ duo pen needle, the device experienced safety shield failure, and difficulty to operate/not working or functioning properly. The following information was provided by the initial reporter. The customer stated: the girls in intensive care challenged me about the insulin needles that you put at the end of the pen. We had the insupens before and we ended up with a retractable needle. The problem is that when you inject for example 60 units the tip retracts and it looks like the needle comes out of the skin and that the dose is not all injected into the skin, but part of it is emptied onto the skin once the needle is retracted ... In short, I don't know if it's clear but if not, call me and we'll discuss it I explained that with such a large dose it's possible the needle didn't stay in constant contact throughout the complete injection plus 10 seconds once the units read.